Event description:
The patient reported issues were noted with the past two cartridges when inserting them into the pump. There was no reported impact to the patient¿s blood glucose level. The patient declined a transfer to technical support and did not want a follow-up but mentioned they would call back if further issues arise.